Event description:
It was reported that the entire system was explanted on (B)(6) 2025 for an unknown reason.

Manufacturer narrative:
Date of event is unknown. Further information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.